Event description:
When using the smartdrive with switch controls, the unit did not stop when I pressed the button. My wheelchair hit the side of a wall and the smartdrive continued moving causing my wheelchair to flip over and throw me out onto my left side. This injured my left hip causing severe pain and weakness. I needed to go to the emergency room via ambulance for pain medication and imaging. Imaging showed a contusion of the left hip. I will be following up with an orthopedic specialist and physical therapist because the pain has continued after.